Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not providing output. The analyzer is expected to be returned for service. There was no patient involvement.